Manufacturer narrative:
A review of the result files for the unexpected positive reactivity showed that results appeared as reported by the neo. Immucor's product investigations lab performed an abo-rh assay on five in-house donors with known rh(d) phenotypes on the neo using retention anti-d series 4, lot 504882 and anti-d series 5, lot 505662. Controls performed as expected, and all in-house donors resulted as expected. Rh(d) hemagglutination testing was also performed on five in house donors with known rh(d) phenotypes and retention weak d cells, lot 36963 using retention anti-d series 4, lot 504882, anti-d series 5, lot 505662 anti-d gamma clone lot 506131. All tubes were shaken in parallel with the negative control. Controls performed as expected and all donor samples resulted as positive with anti-d antiserums. A fwd_aborh was performed on the customers submitted sample on the neo using retention anti-d4, lot 504882. Control performed as expected and the customer's segment resulted as rh(d) negative. A weak_d assay was performed on the neo using capture-select, lot sc245, anti-d4, lot 504882 and capture-r ready indicator red cells, lot 221068. Controls performed as expected and the segment resulted as positive. The dat resulted as negative. Rh(d) hemagglutination testing was performed by 2 separate techs using retention anti-d series 4, lot 504882, anti-d series 5 lot 505662, anti-d gamma clone lot 506131. All tubes were shaken in parallel with and without the negative control. Controls performed as expected and customers sample exhibited negative reactivity at is and iat. A product deficiency was not identified. The unexpected reactivity appears to be sample-related.

Event description:
A customer reported that an rh mistype occurred when testing with anti-d (monoclonal blend) series 4, lot 504882, on the galileo neo.